Event description:
Event description guidant received information that during an implantation procedure, when inserting the coronary sinus lead guide catheter, an air embolism was noted which was determined to have been introduced through the guide catheter. The physician successfully extracted 11cc of air. He proceeded with case and implanted the system with no further issues, now using an is-1 hemostasis valve.